Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the colon to treat polyps during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip was unable to release from the catheter. The handle was forcefully manipulated in an attempt to release the clip, while the physician simultaneously torqued the scope. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip was difficult to release from the catheter.